Event description:
Patient presented to the physician with persistent tongue and throat pain, a burnt tongue taste, and pain at the ipg site. Physician brought the patient into the operation room, explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed.